Event description:
New information noted that the right ventricular lead was capped and replaced 16 nov 2020. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise oversensing. No intervention was performed and the patient experienced no consequences.

Event description:
New information noted that the patient presented for a follow-up in clinic for evaluation. An x-ray was performed and no issues were noted. The patient experienced no consequences and will continue to be monitored.